Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor signal loss to the ilet with a ¿sensor reconnecting¿ alert, which was verified and resolved during the call when the sensor re-paired and glucose readings resumed. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the connectivity issue resolved after re-pairing, and device function returned to normal with readings visible. It was concluded that the event was attributable to transient cgm-to-ilet communication loss without patient harm and with restoration of normal operation following reconnection.